Manufacturer narrative:
Method: device history reviewed. Results:device history review found the product met specifications when released for distribution. Conclusion:cause of event cannot be determined. Analysis: the product has not been rec'd for evaluation. Without device return, analysis is limited to a review of the product device history record which was found to be complete and correct, indicating that the valve met MFR's specifications when released for distribution. Conclusion: the valve was abandoned at implant, and not returned for analysis. No conclusion can be drawn for the reported product problem. No subsequent pt complication has been reported.

Event description:
Information received indicates that, while the valve was being sewn in, the surgeon noted a hole in one leaflet. The valve was abandoned and replaced with another valve with no reported complication to the pt.